Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (not recognizing battery pack) was confirmed. Upon investigation, the charger was unable to recognize a battery pack due to an internally shorted microcontroller on the bedside board. The root cause of the shorted microcontroller was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was not recognizing the batteries.